Event description:
The customer contact reported a leak; subsequently, blood loss was noted. The tubing set was being used to deliver an unspecified volume of normal saline via gravity. It was reported that the option-lok male adapter of the tubing set was connected to the pt's IV access site. After an unspecified length of time, the customer contact reported that solution leaked and "at least 100cc" of blood loss were noted coming from the distal clave y- site. The tubing set was replaced and the therapy was resumed. There was no reported adverse pt effects and no reported delay of therapy critical to the pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.